Manufacturer narrative:
(B)(4). Batch # t5e722. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60d partially fired 1/16, with no cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The device opened and closed without any difficulties noted. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the cartridge.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic rectal surgery, after the device was fully fired, could not open the jaw. The surgeon followed IFU to open the jaw, then noted some staples were malformed with irregular shapes and were oozing. Oozing was stopped with compression hemostasis. There was no patient consequence. No additional information can be provided.